Event description:
It was reported, the coil prematurely detached during delivery. No patient injury reported.

Manufacturer narrative:
The returned device has been evaluated and confirmed, the implant coil had broken from the delivery system. Based on the findings and reported details, the coil was likely broken during manipulation of the device.